Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced went to emergency room due to infusion set issue event on 18 apr 2026. The patient was subsequently hospitalized due to diabetic ketoacidosis measuring around 580 mg/dl and was treated with intravenous fluids of saline and insulin. The infusion set was in use for one day. The patient tested positive for ketones. The patient replaced infusion set and resumed insulin deliveries successfully. The patient was released from the hospital on (B)(6) 2026.